Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient had complaints about a tooth being loose and gum pain but was ignored on my issues and was not aware of the risks but the "professionals" at byte were not clear. Because of this, a tooth of mine underwent immense stress and died and had to get removed from infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.